Manufacturer narrative:
Complaint is not confirmed. Functional testing reveals that sixty ml of human whole blood (13% acd-a) were processed on the device with standard settings at seven percent hematocrit. The device reported outputs of 33 ml platelet-poor plasma (ppp), 25 ml rbc, and 4 ml prp. The prp volume within the syringe was recorded as 4.5 ml. No obvious errors in functionality occurred during processing. Aliquots of the wb and prp were analyzed for cbcs with the sysmex xe-5000 hematology analyzer (table 1). In conclusion, the alleged event could not be replicated. Table 1. Average concentrations and foldx of cbc data of wb and prp sample on attached report. -refer to the attached angel memo, arthrex device evaluation for complaint case (B)(4)-visual evaluation found scratches on the screen display and lid also, nicks around the edges of the chamber plate. Manufacturing date 02/2010. No problem found.

Manufacturer narrative:
The contribution of the device to the reported event has not yet been determined as the device has not been returned for evaluation at this time. A follow-up report will be submitted, including a most likely cause if a root cause can not be determined.

Event description:
On 6/21/2023, it was reported by a sales representative via sems that a 976000100 angel centrifuge had an issue, the machine consistently produced less than 2cc prp regardless of whole blood input volume. No case involvement.